Event description:
It was reported that the rigid video scope exhibited leak during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contaminated objective lens, poor image quality. A root cause could not be identified. Based on the results of the investigation, the probable cause of the reported malfunction could not be determined. Moreover, the probable cause of poor image quality is traced to component failure of objective lens. However, the most probable cause of contamination of objective lens could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.